Event description:
Gts rep reported to quality in 2004 that patient had cardiac arrest and expired on phoenix machine.

Manufacturer narrative:
Verified t1 test, it passed. Performed 30 minute simulated treatment with blood sensor active without problems. Verified machine performance met MFR specs. Completed adr bleach cycle. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.